Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded with blood in the lumen. Microscopic and tactile inspection revealed the shaft separated 62.5cm from the tip, and numerous kinks to the hypotube. There was additional damage (twisted) to the distal shaft, 12 cm from the tip. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 3.0mmx15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.